Manufacturer narrative:
A philips authorized service provider (asp) replaced the front bezel and overlay. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer reporting the v60 ventilator would not power down. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with biomed and reported the front panel overlay was unresponsive when attempting to power the device off. The investigation is ongoing.